Event description:
The physician was using a scuba co-cr peripheral stent system in the iliac artery for an emergency case. The lesion had been pre-dilated prior to stent advancement. Force was used to advance the device during the procedure. It was reported that during the procedure the stent dislodged from the balloon before advancing to the lesion. The device balloon was then used to deploy the stent in the correct position. It was reported that the event did not affect the patient. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation code result- other (no root cause can be determined based on information available). Conclusion - no conclusion can be drawn (no root cause can be determined based on information available).